Event description:
A malfunction on the pump was reported by the caller, with a malfunction code of malf 12 but no notable events occurred prior to the malfunction. Despite the issue, there was no adverse impact to the customer's blood glucose level. The caller attempted to reset the malfunctioning pump with the assistance of technical support, but the issue recurred, leading to a decision to replace the pump. The pump was confirmed to be under warranty, and the customer was informed they would receive a replacement pump with updated software. The customer planned to use multiple daily injections (mdi) as backup therapy and was advised on steps to take with both the old and new pumps. The faulty pump was to be returned to tandem within 10 days.